Event description:
It was reported that the 2800 system image processor would not work during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.